Event description:
It was reported that the telescope had its insertion section fractured. The issue was found during service/maintenance.there were no reports of patient involvement.

Manufacturer narrative:
E1: complete address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fractures in the insertion section causing image problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.